Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering analysis was performed, the device has smr5 firmware, which triggered the bd error due to the power consumption count increase. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering analysis was performed, the device has smr5 firmware, which triggered the bd error due to the power consumption count increase. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.